Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the pacemaker exhibited anomalous battery readings. No adverse consequences were reported. The implant date is unknown at this time.

Manufacturer narrative:
(B)(4).